Event description:
I received my 3rd synvisc injection to my right knee on (B)(6) 2016 when it became more painful and swollen over the evening and I could not walk. Synvisc 1st on (B)(6) 2016, 2nd (B)(6) 2016, and 3rd (B)(6) 2016. I had previously had the series about 8 months before that without any problems. Injections administered by my orthopedic office at (B)(6) in (B)(6).